Manufacturer narrative:
According to the facility on 2/11 during a CABG, a "root cannula was placed into the aorta, surgeon was trying to screw off the top but wouldn't unscrew. Used 2 criles to unscrew the luer lock. Once free, attempted to withdraw the needle from cannula however the needle would not pass through due to a piece of plastic that was stuck in the cannula". The facility continued to state that the staff "removed the cannula from the aorta, sequestered on the sterile field to ensure all pieces were accounted for". Another aortic root cannula was opened in the field and used without any issues. There was a slight increase in length of surgery (about 5 minutes). The facility stated there was no harm to the patient and that the procedure was completed. The sample is not available for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility on 2/11 during a CABG, a "root cannula was placed into the aorta, surgeon was trying to screw off the top but wouldn't unscrew. Used 2 criles to unscrew the luer lock. Once free, attempted to withdraw the needle from cannula however the needle would not pass through due to a piece of plastic that was stuck in the cannula".